Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant concomitant products: 638bl30, heart band, (B)(6) 2011; 4296, implantable pacing lead, (B)(6) 2012; c4tr01, implantable cardioverter defibrillator, (B)(6) 2013; 4968, x 2 implantable pacing leads, (B)(6) 2013; 4076, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the physician was concerned that pacing from the implantable pulse generator (ipg) may be inducing the patient's ventricular tachycardia (vt). The physician reported the patient apparently had no history of vt prior to the recent placement of her right ventricular (rv) epicardial lead. In a review of recent vt episodes appears that a number of the episodes were initiated by a premature ventricular contraction (pvc) corresponding with either a ventricular safety pace (rv-only) or a ventricular sense response pace (biv) in the presence of atrial fibrillation (afib). It was also noted that the patient had a cardiac procedure (unrelated to her device) and there were several stored episodes that appear to be noise, likely due to electrocautery used during that procedure. The ventricular safety pacing and ventricular sense response were turned off on the device and the patient will be monitored in the hospital over the next several days to see if the reprogramming reduces her vt burden. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the physician was concerned that pacing from the implantable cardioverter defibrillator (ICD) may be inducing the patient's ventricular tachycardia (vt). The physician reported the patient apparently had no history of vt prior to the recent placement of her right ventricular (rv) epicardial lead. In a review of recent vt episodes appears that a number of the episodes were initiated by a premature ventricular contraction (pvc) corresponding with either a ventricular safety pace (rv-only) or a ventricular sense response pace (biv) in the presence of atrial fibrillation (afib). It was also noted that the patient had a cardiac procedure (unrelated to her device) and there were several stored episodes that appear to be noise, likely due to electrocautery used during that procedure. The ventricular safety pacing and ventricular sense response were turned off on the device and the patient will be monitored in the hospital over the next several days to see if the reprogramming reduces her vt burden. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the physician was concerned that pacing from the implantable pulse generator (ipg) may be inducing the patient's ventricular tachycardia (vt). The physician reported the patient apparently had no history of vt prior to the recent placement of her right ventricular (rv) epicardial lead. In a review of recent vt episodes appears that a number of the episodes were initiated by a premature ventricular contraction (pvc) corresponding with either a ventricular safety pace (rv-only) or a ventricular sense response pace (biv) in the presence of atrial fibrillation (afib). It was also noted that the patient had a cardiac procedure (unrelated to her device) and there were several stored episodes that appear to be noise, likely due to electrocautery used during that procedure. The ventricular safety pacing and ventricular sense response were turned off on the device and the patient will be monitored in the hospital over the next several days to see if the reprogramming reduces her vt burden. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Evidence of noise on (B)(6) 2013 likely due to electrocautery used during a procedure that day.